Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): the ventilator displayed repeated technical event (te) 231032 ¿ "expiratory valve disconnected shortly" after patient connection. Additional device required: no further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.